Manufacturer narrative:
Recall #: 1627487-05242011-002-r; 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced increased recharge burden with their scs ipg as communication between the ipg and charger was intermittent leading the patient to begin having to charge multiple times a day. As a result, the patient's ipg was explanted and replaced. An impedance check was run which revealed high impedances, however, effective stimulation was still able to be restored. The issue has reportedly resolved.